Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (400 mg/dl) with ketones. The customer would change all of the pump supplies and vial of insulin in an attempt to lower the bg level. The customer reverted to using insulin pens to manage diabetes. The customer thought that possibly a different length cannula was needed. Tandem technical support advised the customer to discuss the high bg event with a healthcare provider.